Manufacturer narrative:
(B)(4). Date sent: 10/19/2021. D4: batch # u5e750. H6: component code =g06. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one vasecr35 reload was received partially fired 1/10. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify how many devices malfunctioned? Could you please provide the details for second device (product code#/lot#/batch#)?

Event description:
It was reported that during a lobectomy procedure during applying vessel suture by the system pvs, pve35a stapler and vasecr35 reload - the reload did not staple and cut, it was blocked. The first reload stapled the vessel in a proper way. The second reload was inserted, placed on the artery and the device did not work, made 1/3 of the cycle and was blocked. The nurse removed a battery, turned it over and placed it back, but it did not help. The next step was the replacement of the battery - they took it from another device. The stapling did not occur, after it the knife was back in the device by pressing the grey button, the reload didn't cut and staple. This reload was placed into another stapler pve35a and it did not staple and cut again. After it a new reload vasecr35 was placed in the first stapler and it worked. No patient impact.